Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5.

Event description:
It was reported that customer had high blood glucose and was hospitalized. Customer's blood glucose was 440 mg/dl something. Customer was wearing the insulin pump during the hospitalization. Customer's blood glucose at one time while in the hospital was 658 mg/dl. Customer stated changed the complete set and insulin but no change and went to health care provider. In the afternoon he went back to the insulin pump with another set and was relief with his blood glucose. No further information provided.